Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, scar, drainage, pustules and infection that extended beyond the patch perimeter. The reaction was treated with a prescription of an antibiotic doxycycline, 100mg once a day, dermol cream and elocon ointment. The area was prepared with soap and water before placing the sensor on the body. No photo was provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).